Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction of no image from the composite output was confirmed. Additionally, a malfunction of the button in the front panel was found, during device evaluation. Based on the results of the investigation, the cause of the no-video image was likely, the failure of the main board. And the cause of the front panel button not working was likely, due to a failure of the front panel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no o/p (output) signal. The issue was found at maintenance. There were no reports of a procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.